Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of -14.0/3.0/075 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023 . On (B)(6) 2023 the lens was replaced with a longer length lens due to a low vaut. This resolved the problem. The cause of the event was reported as unknown.